Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: during device inspection prior to use, the endoscope was in working order. The reported issue occurred during a diagnostic intestinal procedure. The procedure was subsequently completed with the same device with no significant delay. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual cf-hq1100dl/I reprocessing manual 5.3 precleaning the endoscope and accessories 5.5 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the play in all directions was out of standard value due to wear of the angle wire. Upon further inspection, it was observed that material resembling a plastic residue, mixed with residue from the prior procedure inside of the nozzle. This finding was due to insufficient cleaning or mishandling of the scope. It was observed that the forceps channel port was deformed. It was also observed that the suction, air, and water cylinder had discoloration. Also, the scope connector cover had discoloration. It was observed that the control unit was deformed. It was also observed that the light guide cover glass had a scratch. It was observed that the plastic distal end cover had a dent. It was also observed that the connecting tube was snaking. It was observed that the universal cord had buckling. Lastly, it was observed that the body control unit plate was deformed due to use of an old design scope stopper. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope had no angulation when the angulation control knob is turned. The reported issue occurred during an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation it was observed that foreign material was found in the nozzle which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.